Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsmelody¿ bio-hazardous waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter: customer reports that the closed-loop nozzle is leaking and that the peek tubing is coming out of the nozzle. Please confirm the safety check below. 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? After waste line was the waste mixed with decontamination/bleach? No

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsmelody¿ bio-hazardous waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter: customer reports that the closed-loop nozzle is leaking and that the peek tubing is coming out of the nozzle. Please confirm the safety check below. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No.